Event description:
Surgeon was performing MRI fusion prostate bx [biopsy] cases using the bard max core disposable core biopsy instrument. The biopsy instrument misfired and did not collect any tissues sample. A new biopsy instrument was opened, and the case was able to be completed. Issue occurred with other patient's as well (reports to be entered separately for each patient).